Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s ventricular lead presented with noise, a decrease in impedance and failure to capture due to the progressive increase in threshold capture. Lead revision was discussed. Patient was stable.

Event description:
New information received notes lead was dislodged. The lead was explanted and replaced. Patient was stable post-procedure.